Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service engineer (fse) report: verified blender failure; measured oxygen (o2) was 7-10% higher than set. Gas delivery engine (gde) ordered. The service and investigation is still in progress.

Event description:
The customer reported internal blender leak on the avea ventilator. The reported issue was found during oxygen (o2) cell calibration; the fraction of inspired oxygen (fio2) was delivering 10% higher than set. The customer reported no patient involvement or allegation of patient harm.